Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No motor error alarm noted. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia on (B)(6) 2020 and discharged on (B)(6) 2020. Customer reported blood glucose level of 390 mg/dl. Customer reported that they experienced chest pain, abdominal pain and vomiting. Customer also reported motor error alarm. Customer confirmed the drive support cap is intact customer was advised to call on the same time of event in the future for any assistance customer was advised to stop using the insulin pump and refer back to the back up plan as per healthcare professional's instructions until receiving a replacement no further details given. Insulin pump will be returned for analysis.